Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump buttons were unresponsive and that the screen was blank. The customer was assisted with troubleshooting and the display did not return even after the battery has been changed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display/display anomaly noted. Unit received with button error alarm and had unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomaly due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial label and missing end cap sticker.